Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from a primary pump tubing at the lower fitment during an infusion of cytarabine 235 ml in 1045 ml of normal saline. There is no report of patient or provider harm.

Manufacturer narrative:
Concomitant medical products: phaseal infusion adapter, therapy date: (B)(6) 2015. Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a set leaking was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.0215 inches long. Visual examination under magnification noted no crush marks to the upper blue fitment. No damages were observed on the silicone segment near the lower fitment as reported by the customer. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. No leaks were observed on the silicone segment near the lower fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.